Event description:
This report is based on information provided by philips remote service engineer (rse) and the local biomed has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device has an error message that it doesn¿t recognize the paddles. They found the paddles disconnected but the error returned even after reconnecting the paddles. The biomed communication with the philips rse concluded that it seems to indicate possible dirty paddles and they need to be cleaned. However, just by doing the operational check the error was no longer presented to the user. The paddles were not cleaned. The device was ready to use per customer. No further action is needed at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed by the biomed. The device after performing the operational check had no more paddle errors. The device is back in service. The cause of the error is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.